Event description:
As reported, the guidewire of a 6f/7f mynxgrip vascular closure device (vcd) could not be advanced into position. Manual compression was used for less than 30 minutes to achieve hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach. The physician was certified in the use of the device. There were no visible signs of device or package damage before use. One device was used on the patient. The sheath introducer details were unknown. Angiography confirmed suitability of the femoral artery, including an insertion angle of 30¿45 degrees. The vessel diameter was greater than or equal to 5 mm, with no obvious calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The procedure was interventional. The vessel type was femoral artery. The sheath was not kinked or bent upon removal. No visible bend or damage was observed in the distal end of the balloon shaft after removal. No excess force was applied during insertion. The patient was not morbidly obese. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.